Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis, varicella, anxiety disorder and fall. Previously administered products included for contraception: mirena iud from 2013 to (B)(6) 2014; for an unreported indication: paragard from 2013 to (B)(6) 2014. Concurrent conditions included keloid, dysuria, migraine headache, ear pain, sore throat, costochondritis, upper back pain, pain in elbow, breast enlargement, eructation, diarrhea, nausea, vomiting, halitosis, insomnia, weakness, obesity, candida vaginal, plantar fasciitis, acne, hyperplasia endometrial, chest pain, foggy feeling in head, atelectasis, sleep apnoea syndrome and disorder menstrual. Concomitant products included ibuprofen (motrin) since 2009, ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient report most, if not all symptoms decreased. No. Of trailing coil : right 0 left 3 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: intra-abdominal free air partially included in the field-of-view may reflect recent surgery. Further clinical correlation suggested. Normal-size thoracic aorta without aneurysm. Suboptimal opacification of the distal pulmonary arteries. Grossly, no large central pulmonary arterial embolus. Preliminary report provided by the tele radiology service.. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Pathology test - on (B)(6) 2018: received in formalin labeled with the patient's name, medical record number ending with 2857 and "uterus, cervix and bilateral tubes, essure" is a 111 g, 10 cm (fundus-cervix) x 6.2 cm (cornu -cornu) x 3.2 cm (anterior posterior) uterus with cervix and bilateral tubes. The bilateral purple-grey fimbriated fallopian tubes average 8.5 cm in length x 0.6 cm in diameter and sectioning reveals stellate pinpoint lumina. Within the proximal aspect of each fallopian tube is a silver, metallic coiled wire measuring 2.9 cm in length x 0.2 cm in diameter, consistent with an essure device. The proximal aspect of the left fallopian tube is previously disrupted exposing the device.. Pregnancy test urine - on (B)(6) 2016: negative. Smear cervix - on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea,dyspareunia,nickel allergy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis. Previously administered products included for contraception: mirena iud from 2013 to (B)(6) 2014. Concomitant products included ibuprofen (motrin) since 2009. On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient report most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received: events pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),apareunia (inability to have sexual intercourse), nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), vaginal discharge, vaginal pain¿ added. Reporter information updated, concomitant drug, lot number, reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.